Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 19ebe168 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (19ebe168) have been reported from the same facility.

Event description:
It was reported "clinician reported that on two separate occasions, after the PICC line was inserted, the patient stated they did not feel right and their eyes started to roll into the back of their head in what seemed like seizure like symptoms. Doctor gave patient oxygen and both patients ended up fine." This report addresses pt#2.